Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 540 mg/dl at the time of incident. Customer treated herself with insulin pump and manual injection. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had a cracked reservoir tube lip and minor scratched display window. Drive support disk was inspected and no anomaly was noted.